Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. No intervention has been performed, although a device replacement is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-40517, the same issue was previously reported as 2017865-2021-30631.